Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# va23uvz043 serial# implanted: (B)(6) 2020 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was unknown. Patient stated surgery to replace battery was when it was discovered when the leads were not working. Issue has not resolved. Patient waiting for surgery to replace the old leads with new leads.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# (B)(6) serial# implanted: (B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 07-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for a few months they have been getting the settings not available message on their controller when they try to increase their stimulation. Patient stated that they don't feel the stimulation at all and the stimulation is at a real low level. Patient confirmed that they have tried switching groups but they are still not feeling the stimulation and getting the error message. Patient mentioned that they cannot do anything. Agent asked the patient if they have worked with a rep before. Patient noted that they cannot get a hold of the rep and have tried calling 3-4 times and have left messages. When asked for an event date; patient stated that the issue has been going on for a little while now and been on controller for a few months. Patient reported they do not follow up with a doctor for their implant, have not seen the doctor since they had their staples taken out. Additional information was received from the patient. They reported that the patient calling in reference letter. Pt states he has since had the device checked and showing the device was off and nothing was on. Pt states his leads all had x's. Pt did not have the date states was in (B)(6) 2024. The patient stated the circumstances that led to settings not available was not feeling stim, change activity level, recent accident and not charging for a significant amount of time. Pt states fell back in late (B)(6)/early (B)(6). Pt state the rep ran a test back in (B)(6) which showed that none of the electrodes were green and all red and disconnected. Pt states is scheduled for surgery nov 07 to replace the battery and go in and check leads.